Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported device failing to infuse could not be confirmed or reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported failure to infuse was not verified. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The initially reported condition (over infusion, "pump was put on standby and the drug ran all the way through") prior to customer clarification of the symptom, was verified. The device was found out of specification in relation to the reported over infusion which was reproduced during flow rate testing as uncontrolled flow in the pump delivery phase. The reported over infusion was verified. An internal inspection of the unit found the absence of grease from the cam lobes and white particulate on the motor and mechanism assembly in the area around the cam lobes. This white particulate was determined to be a result of the increased friction between the cam lobes and pushers as a result of the absence of grease. All components were found to be under-traveled as a result of the abnormal wear on the cam lobes and pushers due to an absence of grease. The cam shaft assembly, fingers, valves and pushers were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to infuse levophed during therapy (dose, programmed amount and delivery rate unknown) in the pediatric intensive care unit. The customer initially reported that two devices over infused during therapy "pump was put on hold (standby) but the drug ran all the way through". The customer clarified at a later date stating the initial reporting was incorrect and there was only one device in question which "would not infuse" during levophed therapy (dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.